Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of mitral stenosis and hypertension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A definitive cause for the reported hypertension could not be determined in this event. The reported mitral stenosis was due to challenging patient anatomical condition due to intravascular depletion. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This report is filed due to a significantly elevated mean mitral valve gradient pressure. It was reported that on (B)(6) 2019, the patient presented with degenerative mitral regurgitation (mr) grade 3+, primary jet a2p2, a2 leaflet tethering, and heart failure grade IV. One mitraclip, cds0601-ntr 81107u117 was implanted without a device deficiency, reducing the mr to grade 2+. Pulmonary arterial systolic pressure (pasp) was 80mmhg. On (B)(6) 2019, the discharge echocardiogram noted an mr grade of 1+ and a mean mitral valve gradient of 5mmhg. On (B)(6) 2020, a follow-up echocardiogram was performed. The mr was grade 1+ and mean mitral valve gradient was 8.71mmhg. Pasp was observed at 90mmhg. Per physician, the elevated pasp was clinically significant. Additionally, per physician, the elevated mitral valve gradient was likely secondary to intravascular volume depletion. The patient¿s heart failure grade had improved (type 1) and the patient's diuretics were discontinued as treatment for the elevated gradient. There was no hospitalization and no additional treatment provided. No additional information was provided regarding this issue.